Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: three photos and one physical sample was provided to our quality team for investigation. Through visual inspection, liquid is observed between the stopper ribs, verifying the reported incident. There was no damage or other defect identified within the product to indicate why the leak occurred. A device history review was performed for reported lot 2402005, no deviations or non-conformances related to the reported issue were identified during the manufacturing process. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, including leakage testing. Results were reviewed and verified all product met required specification. Retained samples of the reported lot were used for additional evaluation. The products were visually inspected, no defects or damage was noted on any of the syringe components that could lead to a leak and all stoppers were verified to be properly assembled on to the plunger rod. Leakage testing was performed on the retained samples along with the returned sample, all product was verified to meet required specification and no leakage was observed. Based on our investigation and sample evaluation, we cannot identify a definitive root cause at this time. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Incident 1 (dates from 28/3, but I would like to report again): syringe (contaminated with zolsketil!) With chemfort adapter on it: the product leaks to behind the first rubber (and potentially to behind the2nd rubber as well). Contamination of the environment and preparer with cytostatic = risk. The sample is still available (in sealed bag) for collection. Fate of the syringe: 2402005. Exp: 31/1/2029. Incident 2 (dated (B)(6) 2024). Syringe (contaminated with levofolic!) With chemfort adapter on it: poor imprint, first digits/dashes are not easy to read. Sometimes this also happens with other sprayers, which of course increases the risk of inaccurate pull-ups. The sample is still available (in sealed bag) for collection. The lot number was not kept in this incident and therefore not known.